Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a battery depleted alarm was confirmed during product evaluation. This condition could not be reproduced; therefore, the root cause could not be identified and no repair was necessary. As a precaution, the batteries and battery harness were replaced. This device is an unremediated colleague pump with a user interface module software version of 5.06.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).